Manufacturer narrative:
The oad was returned to csi for analysis with the guide wire engaged to the device. Visual examination confirmed the reported driveshaft fracture and stretching. The guide wire was also fractured; the distal spring tip fragment was not returned for analysis. Review of the device data log identified numerous stall events. The relation between the stalls and the fracture could not be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 exchangeable orbital atherectomy device (oad) was used for treatment distal to proximal in the pedal loop in four main lesions. A lesion in the mid pedal arch was long and diffusely diseased. The vessels were more than 90% stenosed and severely calcified. The diameter ranged from 2.5mm to 3.5mm in the successfully treated lesions and about 2 mm where the oad stopped spinning. The oad was advanced from the ostium to the posterior tibial (pt) artery, and lateral to the pt. From the posterior tibial (pt) artery to the ankle treatment was performed on medium speed. Treatment was performed on low speed below the ankle. Approximately 3cm into the pedal arch the device stopped spinning. Glideassist was activated, but the attempt to remove the device was unsuccessful. Excessive force was used to pull on the driveshaft and it fractured. The driveshaft became uncoiled from the pedal arch to the distal pt. The saline sheath became loose and was ex vivo. Unsuccessful attempts were made to snare the fragment and to dislodge the crown. The balloon was advanced crossing from the anterior tibial (at) artery to the pedal loop. Revascularization was performed using balloon angioplasty. The patient was stable, and the procedure was completed.